Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial and venous air alarms occurred approximately one hour into a routine hemodialysis treatment. Rinseback could not be performed due to a difficulty with patient's upper thigh access graft, resulting in an estimated blood loss of 190cc. Patient's routine aranesp dose was increased. No additional medical intervention required.

Manufacturer narrative:
Blood loss occurred as a result of failure to rinseback patient's blood. User's guide instructs to rinseback blood if not able to remedy alarms promptly unless air is observed in the patient's venous line. Cause of the alarms is under investigation. A follow-up report will be submitted if applicable.